Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the complaint device was received for product analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole located approximately 5mm proximal of the distal tip. The rated burst pressure for this device is 24 atmospheres as per mustang specification. A visual examination observed no issues or damage to the tip of the device. A visual and tactile examination found no kinks or damage the shaft of the device. A visual examination observed no issues with the markerbands of the device. Both markerbands were undamaged and present on the shaft of the device. This concludes the product analysis.

Event description:
It was reported that a hole on the balloon was found. A 6.0 x 40, 75cm mustang was advanced for balloon dilatation of the upper limb vein due to long term hemodialysis. During inflation, it was found that the contrast media extravasated. When the balloon was withdrawn from the body and the pressure pump was operated, it was found that there was a little hole. The procedure was completed with another of same device. There were no complications reported and the patient condition was stable post-procedure. It was further reported that the target lesion was located in the severely tortuous upper limb vein, and the contrast media extravasated during the first inflation at 22 atmospheres for 30 seconds.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a hole on the balloon was found. A 6.0 x 40, 75cm mustang was advanced for balloon dilatation of the upper limb vein due to long term hemodialysis. During inflation, it was found that the contrast media extravasated. When the balloon was withdrawn from the body and the pressure pump was operated, it was found that there was a little hole. The procedure was completed with another of same device. There were no complications reported and the patient condition was stable post-procedure. It was further reported that the target lesion was located in the severely tortuous upper limb vein, and the contrast media extravasated during the first inflation at 22 atmospheres for 30 seconds.

Manufacturer narrative:
E1 - initial reporter address 1: (B)(6).

Event description:
It was reported that a hole on the balloon was found. A 6.0 x 40, 75cm mustang was advanced for balloon dilatation of the upper limb vein due to long term hemodialysis. During inflation, it was found that the contrast media extravasated. When the balloon was withdrawn from the body and the pressure pump was operated, it was found that there was a little hole. The procedure was completed with another of same device. There were no complications reported and the patient condition was stable post-procedure.